Event description:
Neurotherm was notified about an incident involving the use of the simplicity iii device ("probe") during a medical procedure. The probe was inserted into the pt during the normal course of treatment. When the physician later removed the probe from the pt he noticed that the probe's distal electrode had detached from the probe's shaft and was still in the pt. The pt was informed of the incident but decided not to have the electrode removed. The physician stated that he bent the probe prior to use, contrary to cautionary statements on the product label advising against bending of the probe. The procedure was considered to be clinically successful and, in follow-up, the pt has not reported any complications or side effects.

Manufacturer narrative:
Though physician misuse of the device was the cause of the event described above, neurotherm determined after consultation with FDA that submitting an MDR was appropriate. Evaluation summary: the subject simplicity rf probe (the "probe") was returned to neurotherm on june 18, 2008 and evaluated. The company conducted a visual inspection of the probe and determined that the probe's semi-rigid shaft had been bent. The bending had caused the probe shaft to kink, which compromised the integrity of the distal electrode, causing it to detach from the probe during use. Upon questioning, the physician who had used the probe admitted that he bent it prior to use despite warnings in the product labeling against such practice. The product labeling has since been modified to strengthen the warning against bending the probe.